Manufacturer narrative:
Pictures were taken by the customer that confirm the air in line. Due to no sample being received. No investigation can be conducted, and the root cause is unknown. A device history record review could not be performed because a model and lot number were not provided by the customer.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported that the pump did not alarm air-in-line and the air in the tubing "nearly reached the patient." Per report, the pump was tested and "some of the air bubbles were caught by the sensor and other were able to pass through without causing alarms. The customer stated that "the first image shows the air in line setting and the second 2 images are of the air bubbles inserted into the giving set. The second image bubble did not alarm and the third image bubble did alarm. We suspected that it was due to the air bubble consisting of 2 bubbles however, accumulated air is enabled and consequentially should have alarmed. " per report, the following are the pump settings: